Event description:
It was reported that the pt was having problems with the implantable neurostimulator batteries since implant. The pt had to recharge the implantable neurostimulator every 2 days. The device heated up with recharging. X-rays revealed that the wires were properly connected. Troubleshooting with the pt revealed that the devices had not been recharged since implant. Physician mode reset was unsuccessful. Replacement surgery was scheduled but had been cancelled by the pt. The hcp reported the pt outcome as 'no injury'. Please see MFR report# 3004209178-2009-05753.

Manufacturer narrative:
(B) (4).